Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. A general reagent issue can be excluded. Calibration data do not suggest a general reagent or instrument issue. No issues were identified during a review of the pre-analytical data provided. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration was last performed on (B)(6) 2023 and was acceptable. It was noted that recalibration is recommended after 12 weeks when using the same reagent lot. No issues were identified during a review of the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 137 pg/ml. This result was reported outside of the laboratory where it was questioned by the clinician as it was not consistent with the patient¿s condition. On (B)(6) 2023 a new sample was obtained and the troponin t hs result was 7.23 pg/ml. This sample was repeated with a result of 7.31 pg/ml. The original sample was repeated with a result of 6.84 pg/ml.